Event description:
Additional information received that on the screen there was a request to use the keyboard but no keyboard. In the surgical part of the thyroid device there is the check list 1 and 2 and the green check mark appeared alternately between the 1 and the 2, playing with the wiring of the electrodes it came back to normal but it had never happened before during the surgical procedure.

Manufacturer narrative:
H3: it was found in the analysis that the high potential test was failed and the adapter pcb failed. H6: fdm b17, fdr c20, img g02030, and fdc d16 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim mainframe was intermittent and not working. There was no patient impact.